Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion, the sheath bunched up at the dilator transition. As a result, another kit was opened and used. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a s heath/dilator assembly. Microscopic examination of the sheath tip revealed that one side of the tip edge was pushed back and a small split in the score line was observed 9 mm from the tip on the opposite side. The tip of the dilator was slightly flared. No additional defects or anomalies were found and the dilator was able to pass through the sheath without resistance but the fit could not be assessed due to the damage. A device history record review was performed based on sales history with no relevant findings. The observed damage indicates that significant resistance was met during insertion. The IFU provides insertion techniques for the sheath/dilator assembly and states to enlarge the puncture site with a scalpel prior to insertion if necessary and cautions the user not to withdraw the tissue dilator until the sheath is well within the vessel to minimize the risk of damage to the sheath tip. The customer did not report their insertion technique or if they enlarged the puncture site. Based on the reported information, the time of discovery and the condition of the sample, operational context caused or contributed to this event. No further action will be taken.